Event description:
I am type ii diabetic. I used abbott libre 3 continuous glucose monitoring (cgm) system to monitor blood glucose. The cgm sensor indicate 2 hypoglycemic events and trend towards third in less than 10 hours. Contacted primary physician and was directed to be seen at ER for hypoglycemia. ER performed finger stick and blood glucose. Blood glucose show hyperglycemia 214/238 but libre 3 sensor showed 93 trending down. ER demonstrated that sensors was bad (>20% delta 214/238 & 93). Abbott diabetic care gabriel, lead specialist, 855-632-8658 was contacted on (B)(6) 2024 at 10:32 a.m. Eds and notified that 2 sensors in lot: t60001869 demonstrated bad by finger stick comparison 127/175 (B)(6) 2024 and previous ER visit. I requested that the 5 sensors with the same lot be returned for replacement. Abbott's representative refused my request but would send replacements for only 2 sensors. Abbott's refusal to exchange all the sensors has left me with a life-threatening trial and error predicament. It is clear from visit to the ER, primary care and endocrinologist offices that this lot: t600001869 have demonstrated defects and need to be recalled and not used for glucose monitoring because it has a >27% delta between libre 3 sensor and finger stick blood glucose. Discovery of the blood glucose monitoring error is life-threatening and expensive when using ER, primary care and endocrinologist services. I expect the FDA to contact abbott with my concern and facilitate the exchange/return of these libre 3 defective sensors. Finger stick was performed at ER 214, libre 3 sensor lot: t60001869 0g250hnu3 reading 93 (B)(6) 2024 finger stick using contour at home 175, libre 3 sensor lot: t60001869 og250hqcu reading 127 (B)(6) 2024. Reference report: #mw5156885.